Manufacturer narrative:
X-ray analysis: single post op image provided t12-l5 fusion with inter body graft present at each level. Solid inter body fusion is not present, but a CT would be necessary to confirm this. At the l4-5 level a back out of the inter body graft is present. This is the likely device that required revision surgery. Possible causes include improper sized device, improper placement, or inadequate fixation / motion at l4-5 level possibly due to failure of fusion. Root cause: indeterminate.

Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the product came in contact with the patient. Whether the product broke or not was unknown. There were no patient complications reported as a result of this event. The surgeon commented that the cage must be replaced.